Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this patient presented to the emergency room after receiving a shock that was determined to be appropriate. The device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.